Event description:
The patient felt a burning sensation at the tip of his penis while urinating. He also experienced a loss of therapeutic effect when he was around running water. Per the physician, the device was off, most likely due to interaction with the theft detector at the store. The device was turned back on and the frequency lowered. There was no injury to the patient.